Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant of the pulse generator, the left ventricular setscrew would not engage. When the torque wrench was removed from the header of the device, the setscrew was removed as well. The device was removed and replaced.